Manufacturer narrative:
Occupation is lay user/patient. The patient's meter and test strips were requested for investigation. The test strips were no longer available to be returned because the patient used them all. The returned meter was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the alleged results were not observed. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to a stago neoplastin laboratory method. The result from the meter was 5.6 inr. Less than four hours later, the result from the laboratory was 3.7 inr. The doctor believed the lab result and had the patient adjust the warfarin based on the lab results. No serious injury occurred due to changes in the warfarin. The patient's therapeutic range was 2.6 - 3.6 inr.